Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 560 mg/dl. The customer's mother did not believe that the hyperglycemia was pump related. The customer's mother also stated that the insulin pump was scratched. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with scratches on the display and a crack in the case.